Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (abb tactile cng/unresponsive) issue. It was reported that the audio bolus button was intermittently unresponsive and required harder presses to work for a couple of months. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 10/08/2013-device evaluation: the pump has been returned and evaluated by product analysis on 09/19/2013 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The audio bolus button cover was observed to be torn. During testing, the audio bolus button responded properly to presses.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.